Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the clinic with fever after a pacemaker implant procedure. It was discovered that the pocket was slimy with no pus noted. A blood test indicated that the patient had mrsa infection. The entire pacemaker system was explanted. No patient consequences were noted.

Event description:
Related manufacturer reference number: 2017865-2022-48749, 2017865-2022-48750 new information received notes that the right atrial lead and right ventricular lead were explanted due to infection.